Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that sometimes there is a delay in shock delivery. No adverse patient impact was reported.